Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was fully deployed. The anterior and posterior needles remained captured by their respective cuffs. The suture had been cut approximately 1 cm distal of the posterior cuff with a portion of the rail suture remaining attached to the posterior needle tip. The needles were found to be bent distal of the follower, which is consistent with after-use-handling during device return and the decontamination process. These findings are consistent with the reported product experience of the suture breaking after suture deployment and during knot advancement. Return of the suture may have aided in determining a definitive cause for the reported suture break. Based on the analysis of the returned device the reported experience could not be confirmed. A suture break can be influenced by but not limited to; the suture being nicked by rotation of suture trimmer, the thumb knob of the suture trimmer being released with the gate closed on the suture, the application of a quick and jerky motion to apply tension instead of pulling coaxial to the suture trimmer, the non-rail end is used to advance the knot causing it of lock prematurely. To prevent a suture break, use slow, constant, and increasing tension, keeping the suture limbs coaxial at all times. A review of the lot history record did not reveal any relevant non-conforming material reports associated with this lot. Based on the investigational finding, inspection criteria and the reported information, the cause for the reported suture break resulting in the failure to achieve hemostasis with this device could not be conclusively determined. A product deficiency was not detected. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment, as the knot was advanced to the anterior surface of the vessel, the suture broke. The suture was removed and manual arterial compression was applied for twenty minutes to achieve hemostasis. The patient was reported to be discharged to home in excellent condition. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.